Manufacturer narrative:
The product involved in this complaint was not returned. The complaint details were forwarded to the appropriate functional area for investigation and root cause determination. No root cause was identified through the course of investigation. Without a sample or lot number we are unable to conduct a visual inspection of the reported failure and it is difficult to conduct a functional inspection of the reported failure. Complaint trend was reviewed for the past 12 months and there is no upward trend for reactions. A notification was sent to manufacturing leaders for awareness purposes. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in this complaint was not returned. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Customer last worked (B)(6) 2023 and got on disability because she is unable to wear masks provided at her place of work. Customer states there was redness and irritation to face, under eye to neck. A patch test was performed. Customer was prescribed antihistamines, prednisone, and an epipen for use in an allergic emergency.